Manufacturer narrative:
The device was returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the lower extremity. The ht proceed guide wire was advanced without resistance noted however when torquing the device, the core separated. The tip coils were still intact therefore the guide wire was simply removed. The procedure was completed with a non-abbott guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported break was confirmed on the coils of the device. The noted teflon scratch and stretched coils are likely contributed to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.